Event description:
It was reported that after advancing, without resistance, a 3.5x20 trek rx dilatation catheter onto a non-abbott guide wire to a 90% stenosed, eccentric, distal lesion in the non-tortuous right coronary artery, the target lesion was reached; however, during pre-dilatation, the dilatation catheter balloon ruptured radially in the center during inflation to an unspecified pressure. Immediately following the balloon rupture, the patient experienced 10 seconds of asystole; no treatment or medication was administered as asystole resolved after 10 seconds. The physician was unable to locate the balloon material angiographically. The dilatation catheter was removed without resistance. No intervention was performed to remove the balloon material; the distal half of the balloon material remains inside the patient vasculature. The procedure was completed using a non-abbott dilatation catheter. There was no patient sequelae and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood visible in the inflation lumen and the balloon, which is consistent with use of the device and a leak or balloon rupture. The analysis confirmed that the balloon had ruptured radially and separated in the middle of the balloon. The separated distal portion of the balloon was not returned for analysis, which may have aided the investigation. The material at the rupture appeared to be jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Additional information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was also heavily calcified and 90% stenosed, which likely contributed to the reported difficulties. Scanning electron microscopy (sem) analysis indicated that the balloon separated radially in two locations, the mid-working length and distal to the distal marker. Mechanical damage was observed near and at the rupture edges on the balloon surface. The sem report determined that the radial rupture located in the mid-working length may have been attributed to the mechanical damage on the outer surface of the balloon and the separation due to tearing. It was not known at what pressure the balloon was inflated or how many inflations were performed at the time of the rupture. However, it is likely that the balloon interacted with the heavy calcification upon inflation attempt such that it became damaged (scratched) and ruptured radially. As a result, the balloon likely became entrapped in the lesion and subsequently separated upon removal. The foreign body left in patient appears to be a result of the separation as the distal end of the separated balloon remained in the patient anatomy. As it could not be seen under fluoroscopy, the balloon was unable to be snared. It was reported that after the balloon ruptured and separated, the patient experienced 10 seconds of asystole (bradycardia) which resolve on its own without further treatment. The reported patient effect of arrhythmias (bradycardia), as listed in the instructions for use, is a known adverse event associated with coronary angioplasty procedures and is not necessarily an indication of a product quality deficiency. Although a definitive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a quality deficiency associated with the product. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. There is no evidence to suggest a product deficiency.